Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 24th september 2024, it was reported by an arthrex employee via email that for an ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the anchor broke during insertion. This was detected during use in a talofibular ligament repair procedure on (B)(6) 2024. The procedure was completed successfully as another brand's product was used. All the fragments were retrieved from the patient. There was no patient harm and no secondary procedure performed. There was no additional anesthesia and the surgery was not delayed. Ar-1927ptb-45 was used to prepare the bone socket.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection identified that the bio-composite of the 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire® had broken off. Sutures were damaged. The driver was not returned for investigation. Functional testing was not performed due to the damage to the device. The bone quality was not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.